Event description:
It was reported that this right ventricular (rv) lead was oversensing; no pacing inhibition was noted. The lead was explanted and replaced. No adverse patient effects were reported.